Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received six inappropriate anti-tachycardia pacing and two inappropriate shocks over the span of two episodes due to what appears to be atrial fibrillation with rapid ventricular response. Boston scientific technical services discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.